Event description:
It was reported that the patient implanted with this pacemaker presented to the first device follow-up not feeling well. Upon interrogation, the device was found to be in safety mode. The device was explanted and replaced with a competitors device the following day. No adverse patient effects were reported. The explanted device was received and is undergoing laboratory analysis.

Manufacturer narrative:
The device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete. Patient code 3191 captures the reportable event of surgery, performed to explant the device. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Manufacturer narrative:
The device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete. (B)(4).

Event description:
It was reported that the patient implanted with this pacemaker presented to the first device follow-up not feeling well. Upon interrogation, the device was found to be in safety mode. The device was explanted and replaced with a competitors device the following day. No adverse patient effects were reported.